Event description:
It was reported that the patient presented to the accident and emergency department complaining of chest pains. The pace/sense lead had high impedance, apparent fracture, the thresholds were elevated, and the pre-op x-ray showed fragmentation of the superior vena cava (svc) coil at the level of the clavicle. Fragments of the lead have migrated into the extra-vascular space. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was fractured, the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the defibrillation coil fractured due to overstress, all insulators were breached (clavicle-rib crush), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the inner insulation bilumen tubing had voids, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The analyst noted that the rv inner conductor was fractured with exposed defib complete and the svc inner and exposed defib fractured.